Manufacturer narrative:
B3: event date/d10: concomitant product : these events occurred over the past month (january 2025 - february 2025). D4: unique identifier (UDI) #: lot number and expiration date UDI are unavailable since the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spikes of five (5) ¿ ten (10) clearlink system continu-flo solution sets fell out of tpn (total parenteral nutrition) bags. This was observed when the nursing is prepping the bags for administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the tpn bags were non-baxter product. H11: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.